Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 3.1, lab: 2.5, mean: 2.80, confidence limits: 1.7-3.8. Per event details, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. In addition to event details, patient was milking the finger. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Training was provided to correct improper sample collecting technique. Meter and strips were not expected to be returned. Further testing is not required at this time. Trend analysis is not required - no strip lot information provided. Product deficiency was not established; no corrective action required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 3.1, lab: 2.5. Patient was milking the finger. Not on heparin or lovenox. No anemia or cancer.